Event description:
It was reported to boston scientific corp that a wallstent bilary stent w/unistep plus was used during a common bile duct stenting procedure. According to the complainant, during implantation of a wallstent biliary stent w/unistep plus in the common bile duct, the physician noted that the stent was longer than stated on the label: 120mm not 80mm. The physician used a ruler to measure the stent while it was still in the common bile duct. The physician removed the wallstent biliary stent w-unistep plus and completed the procedure with a non-bsc stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as "stable".

Manufacturer narrative:
The complainant indicated that the device will has been discarded will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed.